Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she pushed the act button of the insulin pump and the screen showed partial display. The customer's blood glucose level was 333 mg/dl at the time. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment.